Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced adhesion issues and infections with multiple infusion set sites. The customer stated that due to perspiration, the sites continue to fall off. Blood glucose (bg) level was impacted (300 mg/dl) and was addressed with boluses via the pump. Multiple attempts were made by tandem's technical support to obtain the infusion set information; however, no additional information was provided.